Event description:
Pt re15~ned for a follow-up examination for a prior condition unrelated to the placement of the tulip filter. Routine post-infusion images were obtained through the abdomen and pelvis. Images revealed there was an unusual position to the ivc filter, with the limbs clearly extending outside the ivc, and with evidence for a pressure erosion in the anterior aspect of the adjacent vertebral body which is thought to be the l2 vertebral body. This pressure erosion within the vertebral body shows a definite increase in transverse diameter from approximately 5.9 to approximately 9.6 millimeters. Condition was noted, but no intervention was deemed necessary.